Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in intermittent communication and inability to connect between the cgm and pump; troubleshooting and education were provided to toggle and re-pair the sensor, and the communication problem was associated with the device¿s electrical/magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and pump, consistent with an intermittent communication failure involving electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.